Manufacturer narrative:
Additional information: the device remains in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Malpositioned stent is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a left eye (os) cataract surgery, the first stent (of three (3) stents) from a trabecular microbypass stent system fell below the iris and behind the pseudophacic lens during attempt to implant the stent. Per report, the other two (2) stents were successfully implanted in the trabecular meshwork (tm), however the surgeon was unable to intraoperatively retrieve the mispositioned stent. Reportedly, the patient is being monitored and is doing well with the intraocular pressure down eight (8) points as of postop day one (1), and the mispositioned stent on the posterior part of the intraocular lens haptic. Additional information has been requested.